Manufacturer narrative:
E1: patient city: wien. Patient country: austria.

Event description:
Unomedical reference number (B)(4). Event occurred in austria. It was reported that patient faced infusions set cannula fractured event on (B)(6) 2024.insertion site was arm. Infusion set has been used for 3 days. No further information available